Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up and confirmed. System error 105 was caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.